Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings on the balloon indicated correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion profile found no issues. A visual and microscopic examination of the tip found damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25apr2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified circumflex artery. A 2.25 x 12 synergy ii stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.